Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on 26(B)(6) 2008 , the patient underwent: l4-5 minimally invasive discectomy; l4-5 arthrodesis; insertion of peek allograft spacer; segmental stabilization l4-5. Patient's preoperative diagnosis was - lumbar degenerative disc disease with discogenic pain. Per op-notes: "placed a bulleted straight 12mm graft that was packed with infused bone. Before placing this, the surgeon placed a collagen sponge of bmp-2 in the disc space."

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed bony overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.